Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, high capture thresholds and low r-wave sensing were observed. The sense/pace portion of the ead was capped and replaced. The defib portion remained active. Dfts were successful at that time. During a more recent follow-up visit in (B)(6) 2014, elective x-ray showed that the distal tip of the lead had separated from the lead body and migrated to the right pulmonary branch. Review of previous x-rays from 2011 found the tip migration had already occurred, but was not reported at that time. The device therapies were deactivated. Due to high risk of a removal attempt, the lead remains implanted at this time. The patient was doing well.